Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient was connected to the device for a patient transfer. There were no issues, and the device was ventilating well. Reportedly, as soon as the patient left the room the device came up with the error message 'internal battery discharged'. It then stopped ventilating the patient. The patient was quickly brought back to the room and put back onto another ventilator. It was reported that the patient´s icp increased to 40. The patient was given 5% saline bolus and thiopental bolus. It was reported that the patient stabilised.

Manufacturer narrative:
The investigation was based on the reported event and analysis of additional information incl. Provided emails and photos. According to the investigation results a red charging led can be confirmed as well as the alarm message "! No int. Battery charging" which confirmed an initial charging deviation. The device alerted the user as specified to this problem by displaying a red led and an alarm message on the screen. It is highly likely that a patient transport occurred with active error message. Prior to transporting a patient, it is imperative for the user to verify the battery status, as specified in the instructions for use (IFU). If an alarm indicating "! No internal battery charging" appears, the IFU mandates that the internal battery be removed and reinserted or replaced as a corrective action for this error message. As an aftereffect the device does not switch back to external power supply and remains in battery mode, which may lead to complete battery depletion. The alarms for "charge internal battery" and "internal battery discharged" serve as warnings to the user regarding low battery levels. As the device was used under these conditions, the ventilation function stopped. A red charging led is a specified behavior and is intended to alert the user about a problem with the battery and can have various reasons. The current state of charge can be read when the device is switched on, in the configuration menu as a percentage and during ventilation as a symbol with 25% increments. If the red charging led and the corresponding alarm (¿no int. Battery charging¿) are handled correctly in accordance with the IFU, ventilation will not be interrupted. Before using a device in battery mode, the user must check whether the internal battery can be charged. As reported by the hospital, a field safety corrective action (fsca) was published which included an update of the firmware on the charger pcb, followed by the above mentioned IFU update. We were able to confirm that the update of the charging firmware was an effective measure to cover a systematic problem in the charging firmware at the beginning of the charging cycle. The firmware update was implemented on the affected device before the event. The alarm message ¿int. Battery not charging¿ together with the red illuminated battery charging status led can still occur, caused by other charging issue and can never be avoided completely. It is the specified behavior of the circuit and is intended to indicate to the user that there is a charging issue with the battery for various reasons. To avoid the stop of ventilation the IFU update is the long-term fix as the check avoids starting battery usage with active error message. Nevertheless, in the latest version of the batteries the charging parameters have been adapted to improve at some customer sites (minority) the red charging status led at the end of the charging cycle under certain conditions. Due to the nature of tolerance issues, this occurs only for some combinations of batteries and chargers. It is very unlikely that this behavior will suddenly occur with inconspicuous batteries/devices. For customer who observe the behavior, batteries with updated charging parameters are available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the patient was connected to the device for a patient transfer. There were no issues, and the device was ventilating well. Reportedly, as soon as the patient left the room the device came up with the error message 'internal battery discharged'. It then stopped ventilating the patient. The patient was quickly brought back to the room and put back onto another ventilator. It was reported that the patient´s icp increased to 40. The patient was given 5% saline bolus and thiopental bolus. It was reported that the patient stabilised.